Manufacturer narrative:
(B)(4). Rlt281412/13402725 UDI: (B)(4). Plc231000/13233716 UDI: (B)(4). Plc201400/13501036 UDI: (B)(4).

Event description:
On (B)(6) 2015, this patient underwent an endovascular repair of an abdominal aortic aneurysm using a gore excluder aaa endoprosthesis. On (B)(6) 2016, aneurysm enlargement was noted. On (B)(6) 2016, a reintervention occurred whereby embolization of a left translumbar artery was performed to treat an endoleak of unknown origin and aneurysm enlargement.